Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 therapy date: (B)(6) 2023. E3: reporter is a j&j employee. Manufacturing site: (B)(4). Supplier:na. Release to warehouse date:(B)(6)2014. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cent-sleeve 6/5 f/philos aim dev was found deformed/ bent at the slotted shaft section. No other issues were identified. A dimensional inspection for the cent-sleeve 6/5 f/philos aim dev was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cent-sleeve 6/5 f/philos aim dev would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the device in question was used in orif surgery for proximal humerus fracture. In the surgery, the device was damaged. The surgeon confirmed by x-ray, that there were no pieces left in the patient. This report involves one (1) 3.5mm locking screw sleeve. This is report 1 of 1 for (B)(4).